Event description:
Related manufacturer reference numbers: 2017865-2021-40367. It was reported that the patient presented in clinic for generator change procedure. Upon interrogation prior to procedure, it was found that the atrial lead exhibited low pacing impedance and the right ventricular (rv) lead exhibited high capture threshold. Both atrial and rv lead were capped and replaced on (B)(6) 2021. Patient condition was stable.